Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 due to neurofibromatosis type ii lead to no benefit. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on december 13, 2021.

Event description:
Per the clinic, the patient experienced no hearing sensation upon implantation and subsequently underwent a muscle graft revision surgery (date not reported) due to facial nerve stimulation. The implanted device remains.